Event description:
The reporter stated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the pt's left eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to low vaulting. The lens was exchanged for a longer lens. The pt's last visit on (B)(6) 2012, bcva was 20/20.

Manufacturer narrative:
(B)(4).